Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip open while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. Establishing final arm angle was successfully performed. However, after the lock line was pulled, the clip opened while locked. The clip was re-closed, and the clip was deployed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.